Manufacturer narrative:
(B)(4). Conclusion: the MFR's info for use warns that "the gynecare tvt procedure should be performed with care to avoid large vessels, nerves, bladder, and bowel. Attention to local anatomy and proper passage of needles will minimize risks. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2010. During the procedure, a bladder perforation occurred during passage on the right side of the patient. The perforation was diagnosed by cystoscopy, requiring removal of the sling. The procedure was completed with a same like product. Add'l info has been requested.